Manufacturer narrative:
This report is being submitted as part of the remediation for (B)(4).

Event description:
The customer unit gives error codes, code 4021 and 4, vent inop and unknown restart. The device is not and will not be used on a patient.